Event description:
Physician, when trying to opfen calcific lumen, inflated to 16 atm and the balloon ruptured in center (is supposed to rupture at ends). It is suspected that calcium point may have punctured balloon. The catheter could not be pulled back from site and patient was taken to surgery for removaldevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure directly caused event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.